Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop was not confirmed through analysis of the submitted log files. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted controller event log file contained events from 30apr2025 through 02may2025, per the timestamps. The log file revealed atypical power cable disconnect (f13) and low power advisory (f9, f11) alarms throughout. The submitted log files contained no other atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU, revision, rev. D, and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for a follow up visit. They were in a motor vehicle crash on (B)(6) 2025. They stated that if they moved a certain way the "connect power" alarm showed up on the screen and they reported a pump stop and no lights on the system controller. Upon interrogation, no pump stop alarms were noted, only 17 low voltage advisories, 21 power cable disconnects, and 8 pulsatility index (pi) events since 30apr2025-02may2025. Log files were sent for review, and they captured several odd low power advisories and power cable disconnect alarms between (B)(6) 2025 that appeared to be occurring on both batteries and wall power. This potentially indicated an issue with the black controller lead. There were no other unusual events recorded in the log file event history.